Event description:
A malfunction, indicated by malfunction code 16, was reported with the device. There was no adverse impact to the customer's blood glucose level. In response to the issue, technical support arranged for a pump replacement, confirmed the shipping address, and instructed the customer on placing the pump into storage mode before returning it. The customer was advised to use multiple daily injections as a temporary backup therapy while awaiting the replacement pump, which was to be returned using a prepaid label within ten days.